Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 1000 mg/dl at the time of incident. The customer was reported that the reservoir had air bubbles. The customer was assisted with troubleshooting and reported that the reservoir had visible big air bubbles. The reservoir will be returned for analysis.